Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
D9: device returned and date device returned. H3: changed device evaluated by manufacturer? To yes. H6: investigation findings: corrected code, type of investigation, corrected code. H11: added information regarding the results of the investigation. The investigation for the reported thrombosis, temporary pump stop, and pump stop has been completed. Thrombosis: the cause of the injury was not determined due to insufficient clinical details. Returned product analysis: the returned pump was inspected and there were no abnormalities on visual inspection. The pump passed electrical testing and no biomaterial was observed. The pump was run in the lab at p9 for about an hour and pump stop did not reproduce. No defects were found with returned product. Temporary pump stop: md reported, that he had to reposition the pump; afterwards he saw a spike in mc and had no flow anymore. Pump could be restarted and was running on p-1. The cause of the temporary pump stop could not be determined as no data logs were returned for analysis and no defects on returned product pump stop: impella was explanted because of pump stop after temporary pump stop earlier. The cause of the pump stop could not be determined as no data logs were returned for analysis and no defects on returned product.

Event description:
The user facility reported that during support of impella cp on (B)(6) 2025, md reported, that he had to reposition the pump; afterwards he saw a spike in mc and had no flow anymore; despite several attempts the impella could not be started; recommendation given to exchange the impella the pump could be restarted and is running on p-1, plan to explant in the next few hours due to suspected clot; pt. Stable with extracorporeal membrane oxygenation, mean arterial pressure 60mmhg impella was explanted because of pump stop. Patient is stable.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.